Manufacturer narrative:
Product was returned and evaluated. The lot number and pictures of the device were also provided. The treated spponge was caught in the seal, preventing a complete seal on the package. The root cause was a manufacturing error. If additional relevant information is identified, it will be submitted in a supplemental report.

Manufacturer narrative:
The actual device is available for evaluation and has been received. The model number and lot number of the device was also provided. The investigation is ongoing. Once we have completed the investigation, a supplemental report will be submitted with any additional relevant information.

Event description:
Complainant alleges "sterility seal issue."